Manufacturer narrative:
Please note that device reported is an optease vena cava filter for which the catalog and lot numbers are not currently available. As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages the patient, including, but not limited to deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The optease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages the patient, including, but not limited to deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Section: the following additional information received per the patient profile form (ppf) indicates that the patient became aware that the two of the filter¿s posterior limbs had fractured, eight years and seven months post implantation, after undergoing a computerized tomography scan. The struts have not been attempted to be removed and remain within the inferior vena cava (ivc). The patient also reports to be suffering from pain post-implant, emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient has a history of subdural hematoma or intracranial hematoma. The patient had been on coumadin because of dvt and factor clotting deficiency. During the filter placement, the filter was deployed from the right femoral vein. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the patient¿s implant records, the ivc filter was implanted in the renal veins via the right femoral vein. The patient has a history of recent subdural hematoma on intracranial hematoma. The patient had been on coumadin because of dvt and factor clotting deficiency. The filter subsequently malfunctioned and caused injury and damages the patient, including, but not limited to deep vein thrombosis (dvt). Per the patient profile form (ppf), a CT scan revealed two of the posterior limbs of the filter to be fractured. The fractured struts have not been removed and remain within the inferior vena cava (ivc). The patient reports pain and anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r0807332 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Corrected data: (B)(4).